Event description:
The customer reported that the device was cycling power and would unexpectedly shutdown. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device was cycling power and would unexpectedly shutdown. There was no report of pt involvement. The device was evaluated at the philips repair bench and the failure was verified. Replacement of the battery pca resolved the failure. The unit passed all post-servicing testing and was shipped back to the customer site.